Event description:
It was reported that after the iab was inserted and connected to the pump, blood was noticed in the pump's helium tubing. Due to this, the iab was removed and replaced. There were no patient complications.